Manufacturer narrative:
Internal investigation our importer (B)(4) (initial reporter of this event) couldn't get the details of the consumer and device info, such as: patient name, age, sex, weight, device sn code, ect. And couldn't get back the device to analysis for us. Made sure no products or semi-products in our stock with regard to dl8760 and same type products. DHR review. When got the complaint, (B)(4) checked the DHR and confirmed the suspect device's lot no in (B)(4). Meantime, we confirmed there were 4 lots the same type device shipped to USA .we checked the all related DHR (all outgoing products) including: incoming material inspection records, inprocess records, production records, oqc inspection records, ect. And no non-conformity status found, especially no accuracy issue. Usability analysis review. We review the products usability of design input, output, verification and validation reports. We confirmed that the usability was ok. Products risk analysis. Reviewed our risk evaluation report, we confirmed that the accuracy item about the acceptable range- severity: serious (results in injury or impairment requiring professional medical intervention); occurrence probability: occasional(B)(4). Checked this issue probability was (B)(4) (1pc/3369pcs=(B)(4), (B)(4) is total outgoing quantity) and serious severity , it can be accepted according to risk analysis report. External investigation: request philips to get back the device and consumer detailed info to analysis for us. Even philips did their best to negotiate with retailer , but there is no device return. On 2017-3-16, we decide to collect (B)(4) pcs (the same batch products) to test from marketing. Then, evaluate the marketing further. We plan we buy and obtain the (B)(4) pcs products on (B)(6) 2017. After verify the (B)(4) pcs products function especially accuracy time, we will submit the follow-up report.

Event description:
The consumer informed the retailer that the accuracy of the measurement taken by a physician's blood pressure monitor deviated from the ones he observed with the device. But the consumer had no injury because of this problem. And this event was happen in (B)(6).

Manufacturer narrative:
On 04/20/2017, we have got the 30pcs devices with same as the complaint device's batch (lot no.2b1521) from marketing then we dis a lot of test, including function test of the 30pcs, reliability test and clinical test partially. Finally, all test results were ok. So we think this batch devices risk is small. Meantime, we will still continue to monitor the marketing responds. All related test content (refer to standard of (B)(4), iso81060-2) are as below: 1. Outgoing function inspection: qty - 30pcs, finish time - 04/24/2017, result: ok; (sn refer to test report) 2. Clinical test: qty - 1pc, finish time - 04/24/2017, result: ok; (sn:(B)(4)). 3. Routine performance test: qty - 5pcs , finish time - 6/22/2017 , result: ok; (sn: (B)(4)). 4. Blood pressure deviation: qty - 24pcs , finish time - 5/10/2017 , result: ok; (sn refer to the below remark) 5. Environmental performance test:qty - 24pcs , finish time - 4/29/2017 , result: ok; (sn refer to the below remark ) 6. Environmental storage test: qty - 24pcs , finish time - 5/6/2017 , result: ok; (sn refer to the below remark ) 7. The bare device drop test: qty - 24pcs , finish time - 5/8/2017 , result: ok; (sn refer to the below remark ) 8. Life test: qty - 5pcs , finish time - 6/22/2017 , result: ok; (sn: (B)(4)). Remark 24pcs sn : (B)(4).

Event description:
The consumer informed the retailer that the accuracy of the measurement taken by a physician's blood pressure monitor deviated from the ones he observed with the device. But the consumer had no injury because of this problem. And this event was happen in (B)(6).